Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated shock impedance and pacing threshold measurements. This implantable cardioverter defibrillator (ICD) was explanted electively at the same time.